Event description:
The customer reported the ventilator alarmed and went vent inop due to a data acquisition pcb adc reference failure. The customer reported device was in use on a pt, there was no pt harm reported.

Manufacturer narrative:
Pr #: (B)(4).

Manufacturer narrative:
Conclusion / root cause: the data acquisition (da) pcba and power management (pm) pcba was tested and no failures were identified. The 100a error code could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed and went vent inop due to a data acquisition pcb adc reference failure. The customer reported device was in use on a patient, there was no patient harm reported.